Manufacturer narrative:
Concomitant products: 407458, implanted (B)(6) 2009. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient developed a myocarditis infection and staphylococcus epidermidis infection. The right atrial (ra) lead, right ventricular (rv) lead, and implantable cardioverter defibrillator (ICD) were explanted and replaced. No further patient complications have been reported as a result of this event.